Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment.

Manufacturer narrative:
This report is submitted on january 17, 2023.